Event description:
It was reported that during an unknown procedure, the bag broke. This is all the information available. It is not clear if another device was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.